Event description:
It was reported that noise was observed on the atrial lead via remote transmission for a significant time. The noise resulted in episodes of inappropriate auto mode switch (ams) and inhibition of pacing. The patient is not dependent, so no patient issue was noted. The pacing lead impedance was high and low at various times. The atrial lead was capped and replaced on (B)(6) 2022. No adverse health consequences to the patient.